Event description:
The physician listed concurrent illnesses or diseases as untreated obstructive sleep apnea and noted that in 2008 the patient had pneumonia and tracheostomy (B)(6).

Event description:
It was reported that the vns patient passed away. Further follow up with the patient's epileptologist revealed the approximate date of death of the patient, the epileptologist reported that the cause of death was unknown, but was likely pneumonia. The patient had been last seen by the physician approximately four months prior to passing away. The relationship of vns therapy to the patient's death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.